Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aortic dissection.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm rupture with gore® excluder® aaa endoprostheses. After all devices were deployed, an imaging identified a proximal type I endoleak. The aortic extender component, which was implanted most proximally, was performed ballooning using gore® molding & occlusion balloon several times. The patient tolerated the procedure. On (B)(6) 2019, computed tomography imaging showed a type b dissection of the descending aorta. The physician suggested that the dissection was caused by the ballooning of the aortic extender component, or guide wire operation in the left subclavian artery. It was reported that the completion imaging which took place on the date of the implant procedure on (B)(6) did not show the dissection. No treatment was performed for the dissection. The physician decided to monitor the patient.